Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The root cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies for automated peritoneal dialysis (apd). On an unreported date in 2011, the patient was diagnosed with peritonitis and hospitalized. It was unknown if remedial treatment was administered. The outcome of the event and action taken with dianeal and extraneal were not reported. The nurse did not provide an assessment of causality for the event of peritonitis. The root cause of the peritonitis was unknown.